Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
During verification testing at the manufacturing facility of the gemstar pump initially reported as manufacturer report number 2921482-2010-00047, the pump delivered less then intended with the tubing set that was returned from the user facility with the pump for testing. The initial report indicated, "the customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed in the continuous & bolus mode, to deliver fentanyl, 10mcg/ml, with a continuous rate of 10mcg/hr, a 20mcg bolus, a 10 minute pt lockout, and a 6 bolus/hr limit. No further programming parameters were provided. On (B) (6) 2009, at an unspecified time, the nurse reported the device display indicated that 0ml remained to be delivered; however, 64.8ml remained in the container. The device was removed from clinical service. The customer contact reported, there was no change in the pt status. No medical interventions were provided. During testing at the user facility, the device delivered less than expected. Though requested, no additional info including if the therapy was resumed using a replacement device."